Event description:
It was reported that during a retrieval of a vena cava filter, the marker band on the introducer sheath of the retrieval device moved up the sheath approximately 7 inches. The introducer sheath was replaced and another retrieval device was used to successfully remove the filter. Prior to inserting the device, a small cut down was performed and the accessed vessel was pre-dilated with a 5f introducer sheath. There was no report of injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. It should be noted that it was reported that the vessel was dilated only to 5f prior to insertion of the catheter. The instructions for use for this device states: "pre-dilate the accessed vessel with a 12f dilator" the event investigation is currently underway.